Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a coyote es balloon catheter. The balloon was loosely folded with blood in the lumen and balloon. Microscopic inspection revealed a pinhole in the balloon material, located on the proximal side of the markerband. Inspection of the remainder of the device revealed numerous kinks in the hypotube. There is no indication the device was inflated over rated burst pressure (rbp). The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors.   (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the severely tortuous and severely calcified artery below the knee vessel. A 1.5mmx20mmx143cm coyote es balloon catheter was advanced for dilatation. However, during the first inflation at 10 atmospheres for 30 seconds, the balloon ruptured. The device was completely removed from the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the severely tortuous and severely calcified artery below the knee vessel. A 1.5mmx20mmx143cm coyote es balloon catheter was advanced for dilatation. However, during the first inflation at 10 atmospheres for 30 seconds, the balloon ruptured. The device was completely removed from the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.